Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 464 mg/dl. The customer also mentioned other blood glucose values such as 446 mg/dl, 454 mg/dl, 422 mg/dl, 524 mg/dl, 470 mg/dl, 342 mg/dl, 420 mg/dl, 457 mg/dl, 453 mg/dl, 329 mg/dl. The infusion sets causing high blood glucose level, as it get resolved after changing out the infusion set. The insulin pump will not be returned for analysis.